Event description:
The patient underwent lead revision surgery. The explanted lead has not been received to date.

Event description:
Patient was discovered to be pregnant prior to surgery and so local anesthesia was used to attempt troubleshooting with lead pin reinsertion. But this did not resolve the high impedance. Therefore the issue is believed to be due to the lead. The lead was not revised.

Event description:
High impedance was observed for patient's device. The device was interrogated, a system and generator diagnostic were performed that resulted in high impedance. Subsequent visits also showed high impedance. No known surgical interventions have been taken. Additional relevant information has not been received.